Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic pcb assembly and the isolation relay assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed assemblies and determined that the cause of the reported failure was due to burn damage at a pcb mounted jack connector, designator j103 from the biphasic pcb assembly. The pcb was damaged and a trace was found to be open.

Event description:
It was reported that during testing, the customer's device received an "abnormal energy delivered" message when delivering defibrillation energy. Their test equipment did not register that a shock was delivered. There was no patient use associated with the reported failure.